Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information, it was determined that this product did not cause the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 814611400, hfn lh 130 deg 11mm x 400mm; lot#: 926300; item#: 814501085, hfn a/r screw 85mm; lot#: zn1121285g; item#: 814550042, cortical bone scr 5.0mm x 42mm; lot#: m36773c. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial orif with cephalomedullary nail left subtrochanteric hip fracture approximately ten (10) and a half months ago due. Subsequently, the patient underwent a revision surgery three (3) months later due to nonunion and a fractured implant that cause pain and swelling.